Event description:
It was reported that the user¿s continuous glucose monitor (cgm) temporarily disconnected from the ilet, triggering a ¿connect cgm dosing stops soon¿ alert while using a freestyle libre 3 plus sensor, after which the cgm reconnected and glucose readings resumed on the pump. No reported symptoms or adverse clinical effects. Outcomes included no change in clinical status and no need for medical care. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed a transient loss of cgm signal to the ilet that resolved with reconnection, with normal operation restored. It was concluded that the device functioned as designed after reconnection and that no device malfunction was confirmed.